Event description:
It was reported that the patient (with a previously implanted total knee) presented with a periprostatic fracture. It was reported that while the surgeon was attempting to squeeze the nail past the fixated knee implant, the drill made contact with the metal implant and broke. It was reported that the tip of the drill remained intraosseous. It was reported that a second drill was used to complete the surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. The IFU clearly instructs to avoid drilling into metal implants with bone drills since the implants could be critically weakened and break under load and the drill could be damaged. However, although it could not be excluded that the instrument was broken due to hard metal contact a further technical statement could not be given due to missing physical evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient (with a previously implanted total knee) presented with a periprostatic fracture. It was reported that while the surgeon was attempting to squeeze the nail past the fixated knee implant, the drill made contact with the metal implant and broke. It was reported that the tip of the drill remained intraosseous. It was reported that a second drill was used to complete the surgery.